Event description:
The vns pt's generator and lead were received after being explanted due to an unk reason and returned to another medical device manufacturer in error. Follow-up with the pt's neurologist found that the pt had passed away due to unk reasons. The physician had no further info. Analysis of the pt's explanted lead and generator has been completed. The generator performed to specifications and no anomalies were found. Most of the pt's lead was not returned. No anomalies were found in the returned portion. Attempts for additional info are in progress.